Event description:
Pt reported to dr (B)(6) on (B)(6) 2010 that the pump was almost empty and arm was completely numb. Possible increased rate of infusion. No adverse event occurred.

Manufacturer narrative:
Sample has not yet been received, but was reported to be available. The sample will be evaluated when received and a f/u report will be filed.